Event description:
On (B)(6) 2022 abbott point of care was contacted by a customer regarding I-stat eg6+ cartridges that yielded a suspected descrepant po2 and so2 results on a patient . There was no additional patient information available at the time of this report. Method: I-stat; I-stat. Date : 30-mar-2022 ; 30-mar-2022. Test/collect time: 08:31; 08:33. Po2(mmhg): 37;80. So2(%) : 66; 95. Sample:a;b at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-apr-2022. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.